Event description:
It was reported that the right ventricular lead pacing impedance had been varying for about three months and an alert was triggered for high pacing impedance. The lead was possibly fractured; non-sustained tachycardia episodes were noted with noise and short interval counts (sic) were also seen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).